Event description:
It was reported by service report that the brakes were not holding at the foot end. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: worn brake plate kits.